Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states the flange opened up where the screw handle is on the pump. (B)(6) alleges he almost fell a little bit and the caretaker was there to assist but no injury alleged. The consumer called back and stated there is a broken weld on the lift, with no detail as to where.